Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 426 mg/dl at the time of the incident. The customer's mother stated that they treated her high blood glucose with the insulin drip and fluids. The customer's mother stated that her daughter was throwing up. The time of the hospitalization was 6pm and the date of the hospitalization was (B)(6) 2015. The customer's mother stated that her daughter was wearing the insulin pump during the hospitalization. The customer's mother also reported that they received a no delivery alarm. The customer's mother declined to troubleshoot and stated that they bolused and the insulin was dripping out. The insulin pump will not be returned for analysis.